Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion. The returned device indicated missing and damaged grommets, a missing set screw, and a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during changeout of the implantable pulse generator (ipg) for elective replacement indicator (eri), the set screw was not able to be rotated to remove the atrial lead from the device. Multiple wrenches were used but the screw appeared to be stripped. The lead was cut and capped and the device removed and replaced. No patient complications have been reported as a result of this event.